Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead's helix exhibited failure to extend and an unspecified helix rotation issue. The lead was not used and a new lead was implanted. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and high capture thresholds. As received, a complete lead was returned in one piece. The helix was partially extended/bent and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torqued of the inner coil at the connector region and the helix stretched/bent consistent with procedural damage. Unable to perform helix mechanism and extension length test due to damage helix as received. The cause of the reported event of helix mechanism issue was isolated to the helix being stretched/bent and clogged with blood/tissue and over-torqued of the inner coil. The reported event of high capture thresholds was not confirmed. Electrical testing was normal. Visual inspection of the lead did not find any other anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) exhibited an operation issue. The lead was ultimately implanted. New information received notes that during a follow-up, the right ventricular (rv) lead exhibited high capture thresholds. X-ray imaging was performed and revealed a dislodgement of the rv lead. The lead was explanted and replaced. Upon review, it was noted that the helix was unable to be extended. The patient was in stable condition.

Manufacturer narrative:
B5 in initial report should indicate that the lead was ultimately implanted and d6a should include the implant date. H6 "1254, difficult to fold, unfold or collapse" should not have been included in the initial report.